Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope. An interrogation of the device indicated that the implantable pulse generator (ipg) was possibly sensing non-physiologic electrical interference as there were high rate episodes detected. The ipg remains in use. No patient complications have been reported as a result of this event.